Manufacturer narrative:
Pump passed self-test, self-test, sleep current measurement, active current measurement, and displacement test. No blank display noted. All buttons function properly. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarms or vibrate anomalies noted during testing. Verified pump alarmed stuck button on (B)(6) 2023 16:53:34.000 in pump downloaded history due to moisture damage to j1 connector to pcb1. However, the formatted history file confirmed the pump alarmed pump error 68 alarm (line number 324 file number 39) on (B)(6) 2023 17:38:31.000 due to moisture damage to pcb1 and pcb2 boards. The formatted history file confirmed the pump alarmed pump error 49 alarm (line number 324 file number 39) on (B)(6) 2023 17:38:31.000 due to moisture damage to pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, battery tube threads cracked, cracked case at battery tube, cracked belt clip rails, and corroded home switch. All buttons functioned properly during test. No keypad anomaly or blank display noted. Stuck button alarm noted in pump download history due to moisture damage in pcb1 to keypad connector. Pump error 68 and pump error 49 noted in pump download history due to moisture damage to pcb1 and pcb2 boards. Cosmetic damage confirmed at keypad overlay during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a stuck button alarm and noticed a crack on the button of the pump. Customer stated that pump keeps beeping and vibrating. No harm requiring medical intervention was reported. Troubleshooting was performed and display went blank while clearing the alarm. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.